Event description:
Info was received that reported a pt was hospitalized in 2009, due to an incident of diabetic ketoacidosis. Per the pt, her blood glucose has been labile with many highs. Prior to her admission, her blood glucose was "hi", 35-37mm/dl. She was brought to the hospital. She was admitted and treated with insulin and IV fluids. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the eval once it is completed.